Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the trolley us set 3 had a shock that occurred when unplugged. The issue occurred when moving the device at the customer facility. There were no reports of patient harm.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to static accumulation, which then discharges through the operator or other individual moving the workstation. It is also possible that the operator, who reported receiving the shock, is generating a static charge on themselves which is then discharged rapidly through the workstation (via its own protective ground connection). This applies to when the workstation is being moved and connected to the main supply and touched by a statically charged individual. Olympus will continue to monitor field performance for this device.

Event description:
The condition of the person that was involved in the event is stable/fine. A grounding chain was used to address the issue.